Event description:
Ous MDR - it was reported that after an implantation period of about 21 months, oversensing accompanied by shock delivery occurred. The lead was explanted. No worsening of the pt's state of health was reported.

Manufacturer narrative:
The analysis showed that the isolation of the lead was damaged due to abrasion. This damage is very likely the reason for the clinical complaint. Based on the type of damage, it is likely that the lead underwent extensive mechanical stress for a long period of time. Due to the location and characteristic of the abrasion, we assume that the lead was extensively stressed mechanically in the area of the heart valve. The deformation of the shock coil is probably the result of the explantation. There are no indications for material or MFR error.